Event description:
A low reading issue was reported with the ADC (Abbott Diabetes Care) device. A customer received unspecified lower sensor scan results and it's unknown whether a trend arrow was noted on the device. The customer experienced excessive sweating and self-treated with juice, a tablespoon of sugar, and 9 IU of rapid-acting insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.